Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A sample-related issue could not be excluded.

Event description:
There was an allegation of a questionable low total psa elecsys result from the cobas e411 disk analyzer. The results for the sample were 4.250 ng/ml, 1.650 ng/ml, 4.200 ng/ml, and 4.130 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.